Event description:
Caller states, the pt tested 3.4 inr on the coaguchek s system while a comparison lab returned as 2.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).